Manufacturer narrative:
The insulin pump was received with a loose/protruded drive support disk, a minor scratched display window, and a cracked reservoir tube lip. There was no detached end cap/cracked end cap noted. The pump was unable to prime during the prime/compromised force sensor system test and there was a motor error alarm during the basic occlusion test due to the loose/protruded drive support disk. The pump passed the idle current test, run current test, self test, off no power test, unexpected restart error test, and the displacement test. They were unable to perform the occlusion test and no delivery test due to the prime anomaly.

Event description:
The customer reported via phone call that the bottom of the insulin pump started to separate as he was getting a bolus and he glued it back together. Customer stated that the pump not respond to priming unless he pinches the tubing and then it will prime. Customer stated that the drive support cap is recessed. Customer stated that the pump acts goofy and when he does not get his basal, his sugars run high. Customer stated that the pump was not dropped or bumped. Customer was advised that the pump will need to be replaced.